Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 6/3: customer reports fluoro failed during procedures. Fluoro function is still not available, but procedures are being completed. No other info available. No reported injury.